Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive for orf1ab only when using the simplexa covid -19 direct assay, but resulted negative upon repeat with the simplexa assay and on a competitor assay (biofire). Run analysis of the simplexa results showed 4 different samples resulting as follows: - (B)(6) 20/21, sample ID (B)(6): orf1ab (CT = 35.4). - (B)(6) 2021, sample ID (B)(6): orf1ab (CT = 35.4). - (B)(6) 2021, sample ID (B)(6): orf1ab (CT = 36.5). - 8/8/21, sample ID (B)(6): orf1ab (CT = 33.5). All other samples on each of these runs were interpreted as negative or showing ec500 errors on only the orf1ab target. A different lot of mol4150 was used and still observed ec500 errors and orf1ab false positives. It was suspected to be a contaminated orf1ab channel and an fse was sent to clean the optics and reseat the cables. Fse investigation determined that the orf1ab false positive and ec500 errors are only occurring on instrument# 200061, but not on the customer's other instrument 220013 when using the same assay lot. The instrument 200061 is still being investigated, but it is likely not an assay caused issue. Batch record review showed the critical component, reaction mix mol4151, lot# x12360n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 20/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# x12349n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive for orf1ab only when using the simplexa covid -19 direct assay, but resulted negative upon repeat with the simplexa assay and on a competitor assay (biofire). The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.